Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a finish loading alarm. Her blood glucose level was 207 mg/dl. The customer missed a step when she was rewinding her insulin pump. The product was not returned. Nothing further to report.